Event description:
A report was received that the patient was experiencing inadequate stimulation. Database analysis revealed that several contacts on the patient¿s leads showed high impedances. The patient underwent an explant procedure wherein it was discovered that both leads were fractured at the point where they were anchored. Leads were over-tightened where the anchor was secured. No malfunction was suspected with the ipg.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2352-50 serial #: (B)(4), product description: linear 3-4 lead, 50cm. Model#: sc-4316, lot#: 14304844 product description: next generation anchor kit-sterile sc-2352-50 (sn (B)(4)). The complaint has been confirmed. Visual (microscope) and x-ray inspection of the leads revealed that all of the cables were completely broken at the bent/kinked location of the leads. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. The broken cables resulted in the reported complaint of high impedance. Sc-4316 visual inspection found that the clik anchor has torn eyelets.